Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that during a patient's follow-up, the device was pacing at an inappropriately high rate. Multiple programming attempts could not resolve this issue when the device was in a rate responsive (rr) mode. It was also reported that both the atrial and ventricular pacing leads had high pacing thresholds. The device was removed and replaced. Both leads were successfully repositioned and are still in use. There were no patient complications reported as a result of this event.